Event description:
The patient reported hearing a popping sound from behind the device and since then the device has moved up an inch from where it used to be. The site is puffy and it hurts. Follow up was conducted with the patient¿s physician; however, the patient has not been seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).